Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The screen blacked out during angulation, which was caused by a damaged charged coupled device cable. The surgical scope, also had the coating of the insertion tube peeled off, which was suspected to be related to cleaning, disinfectant, and sterilization solvent. Which was caused by improper use or maintenance of the user. Additional findings were found and are as follows: (a.) There was no leakage. (B.) The screen black out during angulation. (C.) The coating of the insertion tube peeled off. (D.) There was no indentation on the insertion tube and bending tube. (E.) The bending cover was cut, and there was no immersion in the bending cover. The bending tube was good. (F.) And the appearance of the red charged coupled device cable in the bending tube about 26mm from the distal end was worn. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite bronchovideoscope, screen would black out occasionally, when using angulation. This event was found during inspection before procedure. The intended procedure is bronchoscopy. The facility finished the procedure with the same device. There was no delay. And the patient was not under sedation. There was no harm or injury to the patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the intermittent image loss during angulation could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd) cable. Additionally, the root cause of the insertion tube coating peeling could not be determined, as there was no evidence of device reprocessing deviation from the IFU or user handling issues. The event may be detected by following the instructions for use section below: ¿·operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image¿. ¿confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. ¿·operation manual_ preparation and inspection_ inspection of the endoscope¿. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.